Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. Overlay angiographic images determined placement of the gore excluder aaa endoprosthesis trunk ipsilateral leg component. Post-deployment, images showed the device had been placed 3.5cm above the renal arteries due to the overlay error. An occlusion balloon was inserted, and the physician was able to move the device distally 1.5-2cm. However, the renal arteries were still covered and the patient was taken to the operating room for open surgical repair. An aorto bi-femoral procedure was performed and the trunk ipsilateral leg component was explanted. The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.